Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed.the analysis of the device memory indicated oversensing associated with the right ventricular lead. Two non-sustained tachycardia episodes with v-v intervals <(><<)> 220 ms from (B)(6) 2016. The analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There were 42 ventricular sensing integrity counter (sic) since last session 9.8 days ago. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead triggered an lead integrity alert (lia) for noise, sensing integrity counter (sic) and non-sustained tachycardia episodes. Additionally, the lead had a possible fracture. The lead was deactivated and later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.